Manufacturer narrative:
Analysis was normal. No anomalies were found.

Event description:
It was reported the patient¿s implantable cardioverter defibrillator exhibited high capture thresholds and so was explanted and replaced. The patient was stable before, during and after the replacement.